Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery after it delivered about 3 units of insulin. The blood glucose reading was 163 mg/dl. The customer stated that he tried to resume insulin delivery about 3 times. He disconnected and reconnected the reservoir from the infusion set, which did not resolve the issue. He reported that he tried 2 infusion sets and 1 reservoir, and he was still unable to fix the issue. He reported that the act button worked well, but when he went to fill the tubing, he did not garner a response from it. He stated that he held the button down during filling, and the insulin pump beeped without doing anything. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with no act button response due to a flattened button dome switch. Unable to perform the prime or excessive no delivery test due to no act button response. The pump also had a cracked reservoir tube lip.